Event description:
An elderly hospice pt was receiving morphine for pain management, and had requested an increased dosage due to increased pain. The nurse from the account contacted baxter/sabratek's clinical hotline to walk through the programming steps. Baxter/sabratek's clinician, the nurse from the account, and the pt's caregiver had a 3-way call so that the baxter/sabratek clinician could walk the account's nurse and the caregiver through reprogramming of the pump. The pump was in the continuous mode (programmable) when the call originated. The baxter/sabratek clinician gave direction on how to reprogram the pump so that it would be run in the pca mode with lockout level 3. The caregiver questioned at one point why a nurse couldn't come out to reprogram the pump, to which the account's nurse responded, "it's not necessary". The account's nurse had also never been in-serviced on the pump, although numerous opportunities were presented.